Event description:
On (B)(6) 2016, patient received an attune right total knee arthroplasty to address primary osteoarthritis. They received a size 7 posterior stabilized femur, a size 6 tibial tray, a 6mm thick insert, and 38mm patella, all using depuy smartset hv cement. There were no complications. On (B)(6) 2020, patient's right knee was revised to address aseptic implant loosening of tibia and femur. Intraoperatively, the tibial baseplate was found to be loose at the cement to implant interface; surgeon reported that there was no cement adhered/bonded to the backside of the tibial tray at all. The femur was also loose and explanted as well; there was cement bonded to the femur component. The femur loosening interface was both cement to implant and cement to bone loosening. The patella component was well-fixed and retained. Surgeon re-implanted competitor products, with no reported complications. Doi: (B)(6) 2016. Dor: (B)(6) 2020. Right knee.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: e1: reporter is a legal professional.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.